Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was later reported that the hospital would not provide any further information regarding the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. A) and the heartmate 3 lvas patient handbook (rev. C) are currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although no positive cultures were identified, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas and a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for suspected driveline infection on (B)(6) 2022. There was no inflammatory response and no positive blood cultures were observed. It was only a follow-up and adjustment of diuretic drug was performed. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.